Manufacturer narrative:
One mam3002 was received with evidence of use in a procedure. The handle was found to be dislodged from normal positioning. The applicator introducer ramp is missing with deformation of the applicator shaft at the location of the missing tip on the distal end of the marker applicator. Post-procedure images were received and reviewed. The images showed the sheared tip in the biopsy cavity of the breast. Tip shear has been identified as a potential risk whenever the applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide warnings and precaution language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. The patient was scheduled for follow up surgery as a result of diagnosis. The marker applicator tip was to be removed at that time. Due to the subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The distributor in (B)(6) reported that after deployment of the marker, marker tip was broken inside the patient's breast.